Manufacturer narrative:
No parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy of screws. The procedure involved placing screws, and after a successful placement of one screw, the surgeon drilled for the second screw and possibly tapped the t12 screw. X-ray images taken for confirmation showed that the screws were misplaced laterally by 3-4 millimeters. When progressing to the next segment, a snapshot test confirmed that navigation was accurate in that section. Screws placed on the right side of the patient were successful without reported inaccuracy, but the left side screws around the t12 vertebrae were estimated to be inaccurate laterally by 2-4 millimeters. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. The software was reloaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.